Manufacturer narrative:
Concomitant medical devices: 5076-52 lead, implanted: (B)(6) 2012.

Event description:
It was reported that the device had an abrupt drop of battery voltage in (B)(6) of 2015. It was speculated that this abrupt drop was connected to high atrial impedances. The device was explanted and replaced. The atrial lead was abandoned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.